Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the valve seal was broken. The trocar balloon and valve doors appeared intact. The inflation syringe was received. The obturator was received however, it could not be removed from the cannula due to the broken valve seal. A functional evaluation found that the trocar balloon was inflated using a test syringe, no leaks detected. The balloon inflated and deflated normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the balloon did not inflate. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.